Manufacturer narrative:
Event site name and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) displayed an error message "internal communication failure.". There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, g2, e2, e4, e1 (email), h6 (type of investigation, investigation findings, investigation conclusions, component codes). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse observe that the malfunction was caused by an iu cable. Fse reset the iu cable and malfunction has been resolved. Now the device is under observation for next 2 days. Fse performed all manifold test, all were passed (pim test, drive manifold test and regulator calibration within the range). Fse observed the machine on system trainer for more than 2 hours. Device was operated for 2 hours, but the alarm internal communication failure did not appear, device working ok. No parts were replaced. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.